Event description:
The customer reported false positive test results with the determine hiv-1/2 ag/ab combo for three (3) patients performed between (B)(6) 2025. This MFR. Report addresses patient three (3) of three (3). Confirmation testing (platform unknown) was performed by a reference laboratory generating negative results. Although requested, no additional information, including patient treatment and outcome, was provided.

Manufacturer narrative:
New information received from the customer indicated there were only two (2) false positive results, not the previously reported three (3). Based upon this new information, the third false positive event reflected in this report did not occur and therefore is not a reportable event. No investigation is required.

Manufacturer narrative:
B3 - the date provided is an approximation as the customer reported the events occurring between april 2025 and may 2025. The investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported false positive test results with the determine hiv-1/2 ag/ab combo for three (3) patients performed between (B)(6) 2025 and (B)(6) 2025. This MFR. Report addresses patient three (3) of three (3). Confirmation testing (platform unknown) was performed by a reference laboratory generating negative results. Although requested, no additional information, including patient treatment and outcome, was provided.